Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed functional tests. No motor error alarm noted. The motor was tested outside of device and passed. The insulin pump was received with scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error three times. Customer was able to clear 2 of the alarms, but not the last one. Customer does not recall any significant events leading to the alarms. Unable to rewind. Blood glucose value is 8.8 mmol/l. Nothing further reported.